Manufacturer narrative:
The sample was collected in a becton dickinson (bd) 4.0 ml lithium heparin plasma separator tube and centrifuged at 5000 rpms for 5 minutes. The sample was a full draw and no sample integrity issues were noted by the customer. Testing was performed from the primary tube loaded through the instrument's closed tube aliquoter (cta). System parameters including qc (quality control), calibrations, and system checks were performing within assay/instrument specifications. The customer was not experiencing issues with any additional assays and was not questioning instrument performance. A service visit was not requested. A definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter to report an erroneously elevated troponin (accutni) result within the risk stratification range generated by a unicel dxc 600i synchron access clinical system. The sample was then analyzed 4 times on an alternate analyzer in the customer's laboratory and accutni results within the normal reference range were obtained. Repeat testing of the sample on the original instrument was then performed which gave a result within the normal reference range. The customer stated the erroneously elevated accutni result was released outside of the laboratory; however, there was no change to patient treatment in connection to this event.